Manufacturer narrative:
The complaint of leaks on item kl-va001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional information in b5 and d9.

Event description:
Additional information received from rumi fukuzawa on (B)(6) 2025 stating that, "based on the sample evaluation, we were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. Hence, we determined not to request any investigation. Please close this complaint. We will not require the answer card. Moreover, any affected samples will not be returned to ICU.

Event description:
The event involved a chemosafelock vial adapter where the customer reported leakage, noted after use. There was no contamination with blood or body fluid. There was no reported impact of event on patient and medical institution worker. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.